Event description:
A male with a very calcified anatomy, underwent aaa repair with zenith devices in 2009. One flex main body, two flex legs, and one main body extension were placed. While ballooning distally, the iliac artery ruptured. The physician had hand inflated with a syringe. It was unknown at first there was a rupture but the patient's blood pressure dropped, and this is how they knew something was going on. There was extravasation outside the confines of the vessel. Another manufacturer's endoprothesis was used to repair the rupture. Patient status is unknown at this time.

Manufacturer narrative:
The device is shipped with instructions for use (IFU) starting in the warnings section that, "the coda 40 mm balloon catheter should not be used for dilation of vascular prosthesis in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. When used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis." No product was received to assist in the investigation. With the information provided, it is possible that the device was being used to expand the limb overlap and distal fixation sites. The distal fixation site would be located in the iliac. The IFU warns to not use the 40 mm balloon in the iliac or outside the prosthesis due to the possibility of vessel rupture. However, we have notified the appropriate individuals and we will continue to monitor for similar events.